Manufacturer narrative:
Concomitant medical products: device return date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on the final angiography during the index procedure, there was an endoleak near the neck but the stent graft was unable to be extended proximally and so the procedure was completed. Follow up CT approximately one and a half years later showed an increase in aneurysm diameter to 53x60mm but the position or the type of endoleak was unable to be confirmed. Six months later, follow up again showed aneurysm enlargement to 55x62mm. The patient was hospitalized on and a type iiib was confirmed on angiography. Intervention was performed with partial bifurcate stent graft explant and use of blood vessel prosthesis. There was multiple perforations noted at the level of the 5th stents proximal edge above the flow divider, one of which was very severe. The patient was stable after the intervention. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the bifurcate was returned transected at the level of the flow divider between stent rings 5 & 6, and the ipsi limb was returned intact. In addition, a single stent length section of the aortic body ring 5 was also returned. The majority of the bifurcate aortic body (rings #1 ¿ 4) including the suprarenal stents were not returned, and the contra limb was also not returned; thereby limiting the extent of the analysis. Examination of the returned devices revealed a single hole of 0.42mm in diameter (0.14mm²) located near the distal end of the returned transected ring #5 section, near the level of the flow divider. The exact cause of this hole could not be determined but appeared most likely to have been abrasion related. The hole was located just distal to several observed ¿nicks¿ on stent ring #5, and was also located across from a prominent burn hole located on ring #6. Other than the transection cuts, no other device integrity issues were found on the returned bifurcate. From the explant analysis, it is possible that the single 0.14mm² fabric hole found near the level of the flow divider may have been the source of the type iii fabric endoleak confirmed in the films, which potentially may have contributed to the aaa expansion. It is also possible this hole was one of the multiple perforations reported at the level of the 5th stent during the open repair. However, the source of the aaa increase may have been from a section of the stent graft that was not returned for analysis. The area of the stent graft at the 5th stent ring was not returned intact (ring was transected proximally and distally) which did not allow for a comprehensive examination of the fabric near the reported endoleak. The endoleak and confirmed hole may have been caused by adjacent stents abrading the fabric due to the acute stent graft (and neck) angulation observed from the pre-implant drawing and recent angiograms. It is also possible that the aortic calcification noted in the planning drawing may have contributed to the formation of the hole via external abrasion, which may have been exacerbated by angulation. Film evaluation summary: the cause of the events could not be determined from the films provided. CT¿s prior to and post-implant were not provided; therefore, a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration during the implant duration could not be performed. Images during implant were also not returned; therefore, assessment of the reported endoleak seen near the neck could not be performed. In addition, the films from the may 18 2018 report of an unknown type endoleak with aaa expansion were also not provided for review. The returned pre-implant planning drawing revealed that the neck and aaa contained areas of calcification, and that the neck was moderately angulated measuring ~45° lt-rt. Angiograms from 1-month prior to the open repair confirmed a likely type iiib endoleak coming from near the flow divider; however, the exact cause could not be determined from the pre-implant drawing and recent angiograms provided. A localized area of contrast was observed primarily along the patient¿s right side of the bifurcate, and to a lesser extent on the left side, near the level of the bifurcate flow divider marker. The probable location of the highest strength contrast appeared to be along the inner/right curvature where the bifurcate was acutely angulated and where a resulting slight stent ring overlap and fabric compression was observed near stent ring #5. Since the returned angio¿s were all performed with the limbs in the a-p orientation, it could not be confirmed if the endoleak source was coming from the bifurcate ipsilateral and/or contralateral limb origin, or from the flow divider. It appears most likely that the type iiib endoleak was caused by fabric abrasion. The source may have been caused by adjacent stents near the area of the endoleak abrading the fabric due to the acute stent graft (and neck) angulation observed from the angiograms. It is also possible that aortic calcification may have led to fabric external abrasion. It appears less likely that underlying abrasion from the proximal stents of the contra limb were a factor, as the contra limb was implanted ~5 ¿ 10mm below the level of the flow divider and likely endoleak location. If information is provided in the future, a supplemental report will be issued.